Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the swg (spring wire guide) inside the protective tubing. The reported kink in the guide wire is not included in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The instructions for use (IFU) provided with the kit informs the user, "do not use if package has been previously opened or damaged." The report that the guide wire was kinked prior to use could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer image showed the swg inside the protective tubing; however, the reported kink in the guide wire is not included in the image and the complaint sample was not returned for evaluation. The device history record for the guide wire was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the tip of the swg (spring wire guide) was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the swg (spring wire guide) was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement reported.